Event description:
It was reported that there may be possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 6949-58, implantable tachy lead, (B)(6) 2007. A 4196-78 implantable pacing lead, (B)(6) 2007. A 4076-45, implantable pacing lead. A 4538, implantable pacing lead competitor, (B)(6) 2007. (B)(4). Upon analysis, normal battery depletion was found.